Event description:
Baxter received a report that an intermate leaked from around the fill port. Reportedly, the reservoir ruptured near the end of infusion and then solution leaked from the fill port. Therapy was interrupted by the rupture condition. The device was filled with a 250-ml solution of 1.25 mg/ml of vancomycin and 5% dextrose. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unit containing fluid in the reservoir. The reported condition of a leak was not confirmed. Visual examination of the unit showed a ruptured bladder captured in report number 6000001-2012-09395. During a functional test, bottle was turned upside-down and sideways; the fluid inside the bottle would come out through the upper part near the fillport area of the sample. This condition is normal and expected. Fluid that resulted from a ruptured bladder can come out at the top of the device if the device is positioned sideways or upside-down. The root cause was due to the ruptured reservoir. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.